Event description:
It was reported that there was low impedance of 2-5 ohms, and the middle insulation was compromised. The lead was explanted. No patient complications have been reported as a result of this event.